Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter e-mail: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed with an error message device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed with an error message device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on the bus. A field service engineer (fse) identified poor communication to the row boards due to a loose row board header connection on drawer 3-2. Cleaned and reseated the row board cable header connection on the drawer board. All tests passed successfully in hta on the application. The system functioned as intended after the field service engineer repaired the device.